Event description:
It was reported that the patient presented to the clinic for device change-out. Loss of capture and high, out of range, pacing lead impedance were observed. Lead was capped and replaced. Patient was well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.